Manufacturer narrative:
Initial.

Event description:
It was reported that the pump¿s connector would not attach to the ilet, causing the piston to push the cartridge out and preventing proper insulin delivery with continuous glucose monitor (cgm) indicating ¿high¿ and glucometer readings of 371 mg/dl and 377 mg/dl over approximately six hours. The user rewound the pump, attempted to reattach the connector without successful latching, then disconnected from the ilet and replaced all supplies without abnormal findings. Symptoms include polydipsia, headache and lethargy associated with hyperglycemia. Outcomes included treatment with subcutaneous insulin via pen without hospitalization. Investigation included troubleshooting and user education regarding the connector interface and infusion setup. Investigation of this case revealed a failure to secure the connector to the device interface, consistent with a connection or latch malfunction that allowed the piston to displace the cartridge, resulting in interrupted insulin delivery and hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was a device connection failure at the connector-to-ilet interface.